Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy the needles and difficult to remove could not be replicated in a testing environment thus could not be confirmed. The reported bent needle could not be confirmed because the needles were not returned for analysis. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to deploy the needles, bent needle and difficulty to remove could not be determined. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in the right common femoral artery with a prostar xl device using the preclose technique. Reportedly, it was difficult to turn the ring. When the needles were pulled back and only three needles came out. The fourth needle was bent back and did not go into the hub. The central ring was pushed back to push the needles back into the housing but all needles would not go back in. Another attempt was made to pull the needles out again but the same needle came out bent and the prostar device became stuck. A cut-down procedure was performed to remove the device from the anatomy. The initial sheath sized used was 9f and the sheath was upsized to 14f and 18f for the tavi procedure. The tavi procedure was completed and hemostasis was achieved using surgical intervention. There was no reported adverse patient sequel. There was a reported clinical significant delay in the procedure due to the surgical intervention. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): the needles were backed down and the needles were redeployed. The instructions for use, states: do not attempt to re-deploy prostar xl needles after the needles have been backed down into the sheath. (B)(4): the handle was difficult to turn. Resistance was encountered when attempting to turn the handle, but the needles were deployed. The instructions for use, states: if resistance to rotating the handle is encountered, do not attempt to deploy the needles. Significant resistance is an indication that the hub is not properly positioned. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.